Event description:
FDA medwatch form: wound rn noticed wound vac tubing was clamped. Wound vac never alarmed when clamped or with loss of suction. Once un-clamped, function returned. It is estimated that the device failed after 18 hours of use. The patient's plan of care did not change as a result of this event and there was no harm to the patient.

Manufacturer narrative:
The complaint could not be confirmed as no pump was returned for evaluation. The complaint deems a device that failed to alarm. As no serial number was provided, a DHR or manufacturing record review could not be performed. Since the npwt involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. A blockage alarm will be trigger if an obstruction is detected between the clp (controlled leak pathway) and canister, or if the canister is full. By design, the device will not alarm for blockage if the occlusion is below the t-connector (controlled leak path) on the wound side. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches through the system, the pump will not alarm. There is no clearly indication of the place that it was clamped the vacuum tubing. However, if an alarm was not triggered with an evident clamped tube it was because the system was sensing that proper negative pressure was achieved within system connections; probably due to a combination of a leak and a blockage in the system connection. In order to rule out a pump malfunctioning, the pump is needed for evaluation. Neither a definitive root cause nor a corrective action could be determined without the device. It is recommended to return the device. If the device is returned at a later date, the complaint will be re-opened and reviewed if additional actions are warrantee. A ramr review is not needed as this is not an adverse event and no harm was caused to the patient.